Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.

Event description:
Allergan aesthetics received a report of a patient treated with cooltone curve 120 applicator to the abdomen 26 times between (B)(6) 2023 and 3 coolsculpting treatments to the lower abdomen and developed a hernia after treatment. Patient was diagnosed with an umbilical hernia by a medical professional on (B)(6) 2023. According to the provider, no hernia was present in the area before treatment.

Event description:
Allergan aesthetics received a report of a patient treated with cool tone to the abdomen 26 times between on (B)(6) 2023 and received coolsculpting treatments to the abdomen on (B)(6) 2023 using the elite curve 120 applicator and developed a hernia after treatment. Patient was diagnosed with an umbilical hernia by a medical professional on (B)(6) 2023. According to the provider, no hernia was present in the area before treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: the patient was treated with both cooltone and coolsculpting and per review by abbvie's medical safety physicians, the relationship with the device cannot be clearly established.